Event description:
It was reported that the foam containing iodine of four (4) minicaps were outside the minicap. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, a photograph of one sample was provided for evaluation. Photographs of the other three (3) samples were not provided and therefore, could not be evaluated. A visual inspection of the photograph showed one (1) unit in which the foam was outside the cap. The photo did not show any defects in the cap such as a fracture, cracks, malformation of the cap, collapse or a blow that did not allow the foam to remain inside the cap. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be related to additional handling, carried out outside the manufacturing plant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.